Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, after the impaction, it was difficult to unscrew the dynasty impactor from the shell. The instruments were checked after surgery to simulate the incident. It appears that if the instrument is screwed tightly into the shell it becomes very difficult to detach. This complaint has allegedly been observed many times with different customers.